Manufacturer narrative:
The reported failure of a pressure test is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
A trilogy 100 ventilator was returned to the manufacturer for routine maintenance. There was no allegation of patient harm, and the device was not reported to be in patient use at the time the issue was identified. During service evaluation, the device failed the press sensors cal pprox test. Investigation determined that the printed circuit assembly (pca) sensor board assembly required replacement. The pca sensor board assembly was replaced to address the failure. Following the repair, group level troubleshooting testing was performed, and additional re-testing was scheduled to verify device performance. A final report is being submitted. If additional information becomes available following completion of device repair and testing that impacts the investigation findings or medical device reporting determination, a supplemental report will be submitted.